Event description:
Patient reported left side capsular contracture, baker grade unknown, and ¿4 tumors,¿ detected via an unspecified diagnostic test. The device remains implanted. Patient reported "fibrocystic condition."

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., d.1., d.2., d.4., d.6., g.1., g.5., h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown, mastitis and ¿4 tumors,¿ detected via an unspecified diagnostic test. The device remains implanted.